Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. No evidence of device malfunction was identified. Log review confirmed the ilet was operating as intended; dosing activity aligned with cgm trends, and no malfunction alerts occurred on or immediately prior to the event. Cgm data were consistent with inhibited or interrupted insulin delivery, which aligns with the report of insulin leakage at the luer connector of the insulin cartridge.

Event description:
On (B)(6) 2025, the user experienced a severe hyperglycemic event with a reported blood glucose (bg) level exceeding 700 mg/dl. The caregiver noted insulin leakage at the luer adapter prior to the event. The user was transported to the hospital by a caregiver and treated with IV fluids and insulin for diabetic ketoacidosis (dka). The user was discharged without any long-term health effects reported.